Event description:
It was reported that the user detected a leak from the pump cartridge, noted the smell of insulin, observed moisture at the bottom of the pump, and saw insulin dripping from the cartridge. The user had refilled and reused the cartridge that morning before reinserting it, after which leaking did not recur at the time of the call. No changes in blood glucose and no adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer care troubleshooting and user education, and a recommendation to replace the reused cartridge with a new one. Investigation of this case revealed that cartridge reuse likely compromised the cartridge¿s elastic cap and sealing integrity, resulting in a leak from the cartridge component. It was concluded, based on previously established findings for similar reports, that user practice of cartridge reuse was the most probable cause.

Manufacturer narrative:
Initial.